Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx coronary drug eluting stent to treat a lesion. There was no damage noted to the packaging. It was reported that the stent detached from the balloon in vivo. The dislodged stent was removed from the patient using a snare. No further patient injury was reported.

Manufacturer narrative:
Additional information: the device was prepped per IFU with no issues noted. It was stated that the stent got 'hung up' on a previously implanted stent at the ostia of another vessel. Resistance was noted during withdrawal of the device. Excessive force was not used. It was reported that the stent dislodgement occurred during withdrawal of the device. An attempt was made to trap the dislodged stent using a balloon but were only able to pull back the dislodged stent to the aorta. Still images were provided for review. The images are of a dislodged stent attached to a snare device. The snare device is loaded through a guide catheter. Extensive deformation was evident to the entire stent. 3 videos were also provided from the procedure. One shows a dislodged stent. This dislodged stent is inside the previously deployed stent at the ostium of the vessel. The second shows a severely elongated damaged stent being snagged with a snare device. The third shows a guide catheter and a dislodged stent. Correction: adverse event, product problem selected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery system was not returned for analysis. The dislodged stent was attached to a snare that was loaded into a non-medtronic guide catheter. There was a non-medtronic y-adapter attached to the guide catheter. Severe str etching and deformation were evident to the dislodged stent. Product analysis: videos were provided from the procedure. Image 1 shows a dislodged stent. This dislodged stent is inside the previously deployed stent at the ostium of the vessel. Image 2 shows a severely elongated damaged stent being snagged with a snare device. Image 3 shows a guide catheter and a dislodged stent. If information is provided in the future, a supplemental report will be issued.